Manufacturer narrative:
The reported event of a trifecta stented tissue valve explanted due to structural valve deterioration could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, 8 years ago, a trifecta valve (size/model unknown) was implanted in the patient. On an unknown date, the trifecta valve was explanted from the patient due to structural valve deterioration. There was a leaflet tear noted upon explant and the patient's current status is unknown.